Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section e1: initial reporter: reporter name: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the complaint involves a patient at (B)(6) who underwent cataract surgery on (B)(6) 2026. During the procedure, a johnson & johnson diu600 +7.0 d toric intraocular lens (serial number (B)(6) was implanted. Preoperative assessments conducted on (B)(6) 2026, revealed high astigmatism, with axial length measured at 27.05 mm, k1 at 42.90 @162°, k2 at 49.36 @72°, anterior chamber depth at 3.52 mm, and lens thickness at 4.41 mm. Postoperative refraction results on (B)(6) 2026, showed unexpected findings, including subjective refraction of +5.00 / -6.00 @170, uncorrected visual acuity of 0.3, and best-corrected visual acuity of 0.9-. Despite proper placement of the lens and additional femtosecond laser keratolysis performed for astigmatism correction, the patient did not experience visual improvement after a one-month adaptation period. Additional information indicted that lens was explanted on (B)(6) 2026. No further information was available.